Manufacturer narrative:
This is one of three events concerning the same patient with different reportable events. The alleged event is not confirmed. Per (out of box failure) there were no completed treatments prior to receiving the cycler. The reported symptom (filling slowly) was not confirmed with testing. Encountered symptom (hb make sure hb is on ht tray and unclamped) during testing. An external visual inspection showed no signs of physical damage. As-received treatment with reduced dwell times failed, a hb (make sure hb is on ht tray and unclamped) alarm occurred during fill 1. Valve actuation test passed. System air leak test passed. Upon opening the cassette door, there were indications of dried fluid on the cassette membrane and underneath the pump assembly. No burrs or sharps in the cassette area that may have punctured a cassette membrane. There was evidence of dried fluid within the recess of the bottom cover adjacent to the pump. There was evidence of fluid within the pneumatic filters creating a clog. The cause of the observed dried fluid could not be determined. Performed accelerated stress test overnight to attempt to push the fluid out of the filters and remove any clogs. After finishing the ast test, performed another as-received treatment with reduced dwell times. As-received treatment with reduced dwell times passed. Mushroom head check passed. Test positive for glucose.

Event description:
Peritoneal dialysis nurse reported that the peritoneal dialysis patient saw that there was fluid inside of the cycler door. Patient reported that this had occurred three or more previous times with this cycler and stated he told the specialist it was wet inside in the past. The nurse requested a replacement for the liberty select. Follow up with the nurse indicates that the patient did not have or experience any complications as a result of the fluid leaks. There was no report of medical intervention.